Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005780n08, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was started on oral baclofen. It was reported that the patient had no symptoms. It was reported that "sw" issues "decreased." It was reported that the patient recovered without permanent impairment.

Event description:
It was reported that an alarm was heard. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient had heard their ¿one tone¿ pump alarm on (B)(6) 2014 and then the critical/empty reservoir alarm on the night of (B)(6) 2014. The patient was put on oral baclofen so the patient was asymptomatic. On the date of this report, a refill occurred and 20mls of drug was filled into the reservoir. It was noted a missed refill had occurred. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.